Event description:
It was reported that the 9800 system froze up during a procedure. Rebooted system and case was completed. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reset ps1 in workstation, reseated loose ribbon cable in mf doghouse and tightened handles. The system was tested and found to be working as intended and placed back into service.